Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 was failed and machine off the bus. The customer stated that this malfunction caused a delay of about 10 to 15 minutes to take out medications from different location. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket failed. A field service engineer rebooted the device to resolve the issue. The device was then tested to ensure the proper functionality. The system functioned as intended after the field service engineer repaired the device.